Manufacturer narrative:
A philips remote service engineer (rse) confirmed the reported issue. A philips field service engineer (fse) was sent to the customer site to correct the issue. Based on the information available, the cause of the reported problem was an error during servicing. The device was operational after the service was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that philips performed service on (B)(6) 2025 to change four screens of the central station (pic ix) and did not check the alarms at the sound level; there was no sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.